Event description:
It was reported that the nut on the bottom of the sternal saw spine when used, causing the air hose to lose pressure. Also, there was chipped casing which the customer believed to be a potential sterile issue. The issue was found during set-up. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The sternal saw was returned to terumo and tested for functionality. No issues were found. The device operated as intended. Chips to the sternal saw casing were caused by impact with hard surfaces. The sternal saw was 10 years old and the chips likely occurred over the life of the unit. There was no indication that sterilization was affected by this occurrence to the outer housing as long as the recommended procedures were followed. This report is being submitted to the FDA as a result of a retrospective review of product complaints.